Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided to inspect the pump and cartridge, clean the pneumatic tap area, and successfully loaded a new cartridge onto the pump following on-screen instructions.